Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: a visual and functional test was carried out on the endoscope. The error description provided by the customer "during a routine check - no image on the screen" was confirmed, and further defects were detected. 1. Image missing 2. Angle cover is worn after connecting the endoscope to the c mac z8404 zx monitor (sn: (B)(6), no video image was displayed. During further investigation, it was observed that when the camera head unit was replaced with a test unit, the image was displayed correctly on the monitor. The endoscope itself showed no mechanical or moisture damage that could have caused the loss of image. Therefore, the conclusion is that the image loss was caused by a component failure in the original camera head unit. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. No systematic error is detected. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no image on the screen. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).